Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer observed falsely elevated ca19-9 results for one patient while using the architect ca19-9 xr assay, lot 08852m500. The patient specimen generated an initial result of >100 u/ml. Norepeat testing data was provided. Upper and lower CT scans were performed on the patient. No negative impact has been reported from the patient after receiving these tests. The customer stated no architect errors were produced. There was no adverse impact to patient management reported.